Event description:
Attorney reported: 2002 - the pt underwent a hernia repair procedure with placement of a kugel mesh patch. As a direct and proximate result of the defective mesh patch the pt suffered persistent abdominal pain, which was associated with abdominal distention and abdominal tenderness. The following month- the mesh patch was removed from the pt. Physicians discovered small intestinal fistula with small bowel contents exuding into the mesh material, causing the pt's pain. Eight months later- a recalled composix kugel mesh patch was implanted to repair the pt's hernia defect. As a direct and proximate result of the defective mesh patch the pt suffered persistent abdominal pain, which was associated with abdominal distention and abdominal tenderness. The following year- the pt's physician found that the previously placed composix kugel mesh patch was infected, requiring pulse vac to be placed. The composix kugel mesh patch used in the pt's hernia repair surgery failed, resulting in the pt suffering pain and harm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Info related to the recalled composix kugel mesh implanted in 2002, will be reported.